Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-13666 and 3005099803-2013-13667 address these devices. It was reported to boston scientific corporation on (B)(6) 2013 that two resolution hemostasis clipping devices were used during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2013. According to the complainant, during the procedure, they used a hemostatic resolution clipping device was able to grasped tissue, but it would not separate or detach from the catheter when they tried to deploy. They used a second of the same device and they noticed the same problem. The site reported the clips were difficult to remove from the tissue. The procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported issue of clip failed to release from catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.